Event description:
It was reported that the tip of the driver broke off into a screw during a case. The screw and driver tip remain in the patient. There is no report of symptoms or complications due to this event.

Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Additional information: visual inspection confirms the distal hexalobe has sheared off. The failure is likely due to excessive force over repeated use of the device. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.